Event description:
Correction to b5 of the initial report. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Cfu: >100cfu. Bacterial identification: stenotrophomonas maltophilia, citrobacter werkmanii. Sampling date: (B)(6) 2023. Cfu: 7cfu. Bacterial identification: staphylococcus cohnii, subspecies urealyticus. Cfu: 8cfu. Bacterial identification: kocuria species. Cfu: 10cfu. Bacterial identification: micrococcus lylae. Cfu: 8cfu. Bacterial identification: unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: bacillaceae. Sampling from: distal end. Cfu: 1cfu. Bacterial identification: bacillaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: wrinkle on the connecting tube. Universal cord is kinked. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. As a result of confirming contents of the instruction manual of gf-uct180, the reprocessing method is described in the chapters below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera ii ultrasound gastrovideoscope tested positive twice for an unexpected contamination. On 21nov2023 (local time), the channels tested positive for >100 colony forming units (cfu) of stenotrophomonas maltophilia and citrobacter werkmanii and the forceps elevator tested positive for >100 cfu stenotrophomonas maltophilia and citrobacter werkmanii. On (B)(6) 2023 (local time), the channels tested positive for 30 cfu total of staphylococcus cohnii spp urealyticus (7 cfu), kocuria spp (8 cfu), and micrococcus lylae (10 cfu). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump and the air/water and balloon channels were flushed with water and air using the cleaning adapters. During manual cleaning, presoaking was performed and the device passed the leak test. The detergent used was aniosyme. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator were brushed, and the forceps elevator was flushed. The distal end was brushed with the channel opening brush/single use soft brush and flushed with the distal end flushing adapter. The automated endoscope reprocessor (aer) used was a soluscope series 4 with soluscope cln detergent and soluscope paa disinfectant. There were no reported defects on the aer and all channels were connected with tubes when setting up the device in the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was controlled by water filter and the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air and stored in a simple cabinet. Olympus is the maintenance company. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.